Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The cause of the reported image resolution poor was unable to be determined. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 1494 - patient selection (use in tricuspid valve).

Event description:
This is filed to report incomplete coaptation it was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5, short septal leaflet, and a large coaptation gap. It was noted imaging was difficult throughout the procedure. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.